Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted and should have lasted more time. The patient had symptoms of akinesia and severe rigidity. The ins reached end of service (eos) on 2016-10-25 after being implanted for approximately 42 months. The ins was programmed to c+, 2- at 3.15v, 90 usec, and 120 hz on the left side and c+, 6- at 3.6v, 90 usec, and 120 hz on the right side. A revision was done and the ins was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.